Event description:
I had essure done in (B)(6) 2011 after my 3rd child was born. Since then I have not had a normal life been bleeding for the last 10 months non stop and having headaches. My insurance paid (B)(6) for this procedure to be done and now I am having to have a partial hysterectomy to have them removed which I have to pay out of pocket. Which is going to cost me (B)(6) and 20 percent of the hospital bill. My new doctor is removing my tubes to take the coils out and my uterus to stop the bleeding and I am (B)(6). My original doctor who put the coils in is no longer in practice because of medical reasons. Had to find another doctor luckily who was willing to help get my life back to normal. My surgery is scheduled for (B)(6) 2012. Something needs to be done about this procedure because majority of the women having it done has to have them removed. This has caused almost a year of pain, suffering, and money for me. I have 3 children: a (B)(6) year old, a (B)(6) year old, and a (B)(6) year old I have to take care. And my life was completely normal before this procedure. I am ready to be back to my normal self. Essure procedure (B)(6) 2011 went back for a check up 2 weeks later. Scheduled to have the dye put in 3 months later to check and make sure the coils were in the right place and tissue scared around them and doctor was on medical leave. Went back in (B)(6) cause of bleeding. Found a new doctor in the end of (B)(6) and scheduled to have them removed on (B)(6).